Event description:
The device was used during a lap nissen procedure. Reportedly a component disengaged into the pt's cavity. The surgeon was able to retrieve the component. The hosp reported no injury to the pt.